Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the pt has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer ref number of this file is (B)(4).

Event description:
The product liability claim was raised. It was reported that the pt was implanted a biolox option hd/adpt, 12/14, 32 x -3.0 on the left side on (B)(6) 2010. The pt suffered of 2 dislocations ((B)(6) 2013 and (B)(6) 2013). Revision surgery is on discussion.